Manufacturer narrative:
H3: analysis of the software version was completed. After reviewing the logs and archives there was insufficient information to determine the root cause of the reported behavior. The mr used in registration had 120 slices, equal spacing and thickness (1.5), no gantry tilt, equal x-y fov/scale/size, and was scanned axially. Additionally, the exam includes the appropriate anatomy, above the lips to above the patient's head. Looking at the registration model, there appears to be good skin quality. The registration itself has a good variety and number points collected. However, there are a number of points that look like they were collected below the skin. Additionally, the trace pattern on the nose is more similar to a straight line rather than as sweeping pattern and is shifted to the right, indicating that the registration pattern may have been misaligned and lateral, which would match the lateral inaccuracy observed by the surgeon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance navigation device being used in a procedure. It was reported that during a procedure, when verifying their registration, the surgeon felt that they were lateral. They performed multiple registration in which he felt lateral by 2-6 mm. They decided to use a registration with an inaccuracy of approximately 3 mm and the surgeon accounted for the inaccuracy throughout the case. There was a delay of less than 1 hour. There was no patient harm or additional complications reported or anticipated as a result of the event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 9735585, software version: 3.1.1 h3: analysis of the software was performed. The logs and archives were reviewed but provided insufficient information to determine root cause of the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.